Event description:
During the procedure, a damage of the outer catheter surface was noted.

Manufacturer narrative:
Unable to provide an accurate manufacture date. Upon receipt, the returned selectra mpep was fragmented. Only the proximal 28.5 cm catheter part was received and thoroughly analysed. During the inspection, the selectra catheter fragment showed a regular cutting line resulting from the slitting procedure. The distal end of the catheter fragment demonstrated signs of surface damages as reported in the complaint description. A comprehensive analysis to investigate the origin of the damage was conducted. The root cause for the observed behavior could not be definitely determined. The re-investigation of the manufacturing process for this device showed that the production steps had been performed accordingly without any inconsistencies during the assembly.